Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had inaccurate sensor readings during the night that have triggered the threshold suspend alarm a few times. Customer stated that the sensor glucose was in the 40 mg/dl range but blood glucose was between the 70 and 100 mg/dl range. She also reported she experienced blood at site when inserting a sensor and hours later, she had a big bruise. Customer stopped using the sensor for a week. She mentioned she is recovering from sinus surgery on (B)(6) 2015 and blood glucose was 264 mg/dl the night prior to the call. Customer stated she has been underbolusing or not treating after eating sometimes. Customer was advised about the dual wave bolus. Customer declined transfer for assistance.